Event description:
The patient reported experiencing elevated blood glucose of up to 591 mg/dl since (B) (6) 2010. The patient stated the infusion device does not properly display the e4 (occlusion) error. The patient switched to the backup infusion device and blood glucose decreased. The patient's normal blood glucose level is 140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.